Event description:
Pt was treated in jan. 2003 and experienced swelling that resolved itself within 2 weeks. Thermage was notified two and a half months later that the pt had developed surface irregularities in the temporal region. Thermage conducted several follow up inquiries on this pt, and as of october 2003, the surface irregularities have healed slightly but are still noticeable.